Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The balloon occlusion device was not returned for analysis, as it was discarded at the site. Since the device was not returned for analysis our investigation was limited and a definitive conclusion could not assessed. Per our device instructions for use (IFU): if the balloon is not visible during an inflation procedure, blood may have entered the catheter lumen. This may occur during extensive guidewire manipulation, or if the guidewire is extended beyond the catheter tip and a strong vacuum was pulled on the syringe to deflate the balloon. To clear the lumen of blood, deflate the balloon, withdraw the guidewire proximal to the proximal balloon marker band and perform a gentle flush procedure with the recommended contrast solution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a cerebral aneurysm (8 mm) embolization procedure, the balloon occlusion catheter was not seen inflated through angiographic imaging. Re-inflation of the balloon was also unsuccessful in revealing angiographic inflation. Therefore, the device was removed from within the patient and re-inflated. The balloon could inflate but not as desired. A new device was used to continue. The anatomy was minimal in tortuosity and no patient injury was reported.